Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant air in line alarm, which was not reproduced due to a constant reload set message. The reported air in line alarm was confirmed during a review of the event history log and was found to be caused by continuity on the tail pins of the upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.